Manufacturer narrative:
Device has not been explanted; therefore, product evaluation is not possible. Unable to determine the cause of the event.

Event description:
Date of implant: in 2007. It was reported that a patient underwent a surgical procedure with instrument at t12-s1. Follow-up x-rays revealed a setscrews back-out at the s1 level. No revision surgery has been scheduled at this time. The surgeon is continually monitoring the patient. No other patient complications were reported.